Manufacturer narrative:
Section a4 (patient weight): unknown, information was requested but not provided. Section a5 (ethnicity): unknown, information was requested but not provided. Section d6b: if explanted, give date: not applicable as the device remains implanted. Section h3-other (81): the device was not returned for evaluation as the lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor had a piece of the multifocal simplicity injector come off on a dxr00v. The issue was observed after the intraocular lens (iol) was implanted and the sliver of plastic removed from the posterior optic surface after injection of lens into the right eye capsular bag. No surgical/medical interventions in the future will be performed. The patient is patient doing excellent post-operation and no injury reported. No further information was provided.

Manufacturer narrative:
Corrected data: in review, it was noticed that the following verbiage was inadvertently not entered in the section "h6" of the initial MDR report; therefore, the information has been added to this supplemental MDR report as indicated below: section h6: medical device problem code: 1261 - material fragmentation (this code was added for unspecified/other w/ patient involvement) all pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: feb 27, 2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint simplicity reveals no issues with the cartridge, lens module, or handpiece were observed. No issues that could cause or contribute to the complaint issues reported were identified. No lens was returned for evaluation. The complaint issue "damaged / broken" and "unspecified/other w/ patient involvement" were not identified during product evaluation. Conclusion: based on the investigation, no malfunction or product deficiency was identified. Corrected data: in review, it was noticed that the component codes "4755" was inadvertently not entered in the section "h6" of the initial MDR report; therefore, the information has been added to this supplemental MDR report as indicated below: section h6: component codes: 4755 - part/component/sub-assembly term not applicable. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.